Manufacturer narrative:
Additional information: h3, h6 an event of valve degeneration was reported. The results of the investigation are inconclusive since the device is not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. If and when the device is returned, the investigation will be re-opened.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2009, a 25 mm biocor valve was implanted. On (B)(6) 2019, the patient presented at the hospital with shortness of breath. An echo revealed valve degeneration and a mean gradient of 14 mmhg. The patient was admitted for a re-do mvr and a 27 mm epic valve (serial number: (B)(4)) was implanted. The patient is reported to be stable.